Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified that the tubing was separated from the y-site clear link (tail end) which caused a leak. Functional testing was performed and the component worked properly when connecting and disconnecting a male luer connector. The reported condition was verified. The condition was caused by an assembly problem during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set would not disconnect from the non-baxter needle. The end of the set broke off into the needle. It is not known when this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.